Event description:
It was reported that in central processing, it was observed that the tips on the prograsp forceps instrument were misaligned. The device was not used on a patient and there was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to confirm the customer reported complaint of tips are misaligned. There was no trouble found. The tips were not misaligned and were undamaged. Failure analysis investigation also found the instrument's grip cable to be frayed. One grip open cable was frayed and derailed at the distal idler pulley. Frayed strands were observed to be sticking out at the wrist of the instrument. The other cables at the wrist of the instrument were undamaged. In addition, the distal end of the instrument's main tube had various scratch marks/abrasions with light material removal. The scratches measured approximately 0.204 - 0.231 in length and were not aligned with the tube axis. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the additional finding of the frayed cable and various scratch marks on the main tube with light material removal found during failure analysis if to recur could cause or contribute to an adverse event.